Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1kps8, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was in the hcp office for follow-up and stated they had a return of symptoms. Impedances were checked in the office and they were all abnormal. It was also reported that the patient had fallen recently. A lead revision was scheduled for (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1kps8, implanted: (B)(6) 2017, product type: lead; product ID: 3889-28, lot# va1kps8, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked about the cause of the abnormal impedances, the hcp said "n/a." When asked about the return status of the lead and whether or not it will be returned for analysis, the hcp said, "n/a." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the abnormal impedances are unknown, but the rep said the fall could have been a probable result. The rep also said the lead will be sent back if the surgeon wants to after explanting the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot#: va1kps8, implanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot#: va1kps8, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the abnormal impedances is unknown. The return status of the lead and whether or not it will be returned for analysis is unknown. No further patient complications have been reported as a result of this event.